Manufacturer narrative:
Supplemental submitted with evaluation results.

Manufacturer narrative:
Parts on order.

Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower due to bent finger on fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower due to bent finger on fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.